Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. The most recent information was received on 04-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('frequent and unexplained pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), musculoskeletal disorder ("musculoskeletal disorders"), memory impairment ("memory impairment"), back pain ("dorsal and lumbar pain"), disturbance in attention ("loss of concentration"), dysmenorrhoea ("painful haemorrhagic periods"), adenomyosis ("adenomyosis"), cardiac disorder ("heart problems"), tooth disorder ("dental problems"), musculoskeletal pain ("muscle and joint pain"), libido disorder ("libido disorders"), abdominal discomfort ("constant heaviness in the lower abdomen"), vulvovaginal burning sensation ("vaginal burning"), burning sensation ("burning in other parts of the body"), electric shock sensation ("electrical hypersensitivity"), mood altered ("mood disturbances") and heavy menstrual bleeding ("painful haemorrhagic periods"). The patient was treated with surgery (essure removal (uterus, cervix and tubes removed on (B)(6) 2021)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, musculoskeletal disorder, memory impairment, back pain, disturbance in attention, dysmenorrhoea, adenomyosis, cardiac disorder, tooth disorder, musculoskeletal pain, libido disorder, abdominal discomfort, vulvovaginal burning sensation, burning sensation, electric shock sensation, mood altered and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, adenomyosis, back pain, burning sensation, cardiac disorder, disturbance in attention, dysmenorrhoea, electric shock sensation, heavy menstrual bleeding, libido disorder, memory impairment, mood altered, musculoskeletal disorder, musculoskeletal pain, pelvic pain, tooth disorder and vulvovaginal burning sensation with essure. The reporter commented: visible improvements upon waking up after the operation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('frequent and unexplained pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015 , the patient experienced pelvic pain (seriousness criterion intervention required), musculoskeletal disorder ("musculoskeletal disorders"), memory impairment ("memory impairment"), back pain ("dorsal and lumbar pain"), disturbance in attention ("loss of concentration"), dysmenorrhoea ("painful haemorrhagic periods"), adenomyosis ("adenomyosis"), cardiac disorder ("heart problems"), tooth disorder ("dental problems"), musculoskeletal pain ("muscle and joint pain"), libido disorder ("libido disorders"), abdominal pain ("constant heaviness in the lower abdomen"), vulvovaginal burning sensation ("vaginal burning"), burning sensation ("burning in other parts of the body"), electric shock sensation ("electrical hypersensitivity"), mood altered ("mood disturbances") and heavy menstrual bleeding ("painful haemorrhagic periods"). The patient was treated with surgery (essure removal (uterus, cervix and tubes removed on (B)(6) 2021)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, musculoskeletal disorder, memory impairment, back pain, disturbance in attention, dysmenorrhoea, adenomyosis, cardiac disorder, tooth disorder, musculoskeletal pain, libido disorder, abdominal pain, vulvovaginal burning sensation, burning sensation, electric shock sensation, mood altered and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, back pain, burning sensation, cardiac disorder, disturbance in attention, dysmenorrhoea, electric shock sensation, heavy menstrual bleeding, libido disorder, memory impairment, mood altered, musculoskeletal disorder, musculoskeletal pain, pelvic pain, tooth disorder and vulvovaginal burning sensation with essure. The reporter commented: visible improvements upon waking up after the operation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.